Event description:
It was reported that the pt experienced an implantable neurostimulator pocked infection. The pt was prescribed flucloxacillin 500mg 4xday oral 2005, for 3 weeks. Pt outcome was unknown. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed.